Event description:
The customer reported the pump does not load on the wall. During testing and investigation the device failed self-test as it displayed a depleted battery message with an empty battery icon. Additionally several n56 replace battery alarms were noted in the device history log. The battery was replaced and the change battery option was keyed, following which the device passed all testing. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.